Manufacturer narrative:
The pump was returned to the surgeon's office in order to be sent back to the MFR for investigation. The product has not yet been received by the MFR.

Event description:
It was reported by the pt that following a shoulder procedure, the pain pump stopped working after delivering only 3.2 cc's of the prescribed medication. The pump was removed without complications and a pain patch which was mfg by another medical device company was placed on the pt.